Event description:
A report received from (B)(6) contained info stating that an 840 ventilator experienced a device alert which rendered the ventilator inoperable following a software update. There was no pt involvement at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface (ai) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the mfg specs. (B)(4).